Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Five years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely the repeated use of the device caused the failure in the power switch or that the user applied excessive force to the device. The following caution descriptions about handling of the device are included in the instructions for use, which could prevent the event: "do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The customer informed olympus that this event occurred after return from servicing. There were no other devices involved in the event. The device was returned to olympus for evaluation. The repair center confirmed the user request of a missing power button and the device would not power on during the power-on self test. The customer traded this device in for a refurbished replacement. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the power button was missing. During evaluation, it was confirmed that the unit had a power unit failure and power switch failure. There was no report of patient involvement.